Event description:
In 2008, the patient reported his insulin infusion sets are not properly adhering. He stated that headsets do not last more than 1 shower, and he is changing his infusion sets everyday. He said, he believes the box is faulty. He cleans his site area with an alcohol swab and allows it to dry prior to inserting the headset. Complimentary tegaderm and replacement infusion sets were sent to the patient. On follow up with the patient, he stated the new infusion sets are working fine. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.